Event description:
Pt unable to communicate following insertion of PICC line using ultrasound guidance. Condition c initiated, code team responded, noted to have an iatrogenic air embolus after a PICC insertion. Pt has right hemiplegia and aphasia which has progressed to dysphasia.